Event description:
The reporter indicated a cc4204a collamer aspheric single piece lens was torn while loading, but was not noticed until the lens was inserted into the pt's eye. The lens was removed with no pt injury, no enlarged incision or sutures.

Manufacturer narrative:
(B)(4).